Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6)2024 and suture was used. It was found that there had been a hair in the suture package. It was not a control release needle. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the location of the foreign matter reported in this complaint: inside the sterile barrier or outside of the sterile barrier?=>inside the sterile barrier. - please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. Please check rmao. H3 evaluation: the product was returned for evaluation. One representative unopened sample that pertain to product code was received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the sample foreign matter (which appears to be a small hairpiece) was observed inside the sealed overwrap. Based on the information currently available, the foreign matter was identified during the investigation of the samples received. This product issue will be addressed through the ethicon quality system. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.